Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-04522. It was reported the pt was unable to locate the ipg with the charging system so a replacement charging system was sent to the pt. During follow up, the pt reported she had not used the scs system for a year. The pt reported the lead had migrated, and the stimulation was not needed. It was undetermined if the pt had not charged the ipg during this time. Attempts to contact the pt were unsuccessful.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.